Event description:
It was reported that the autoplex system was being used in a procedure when the cement leaked past the seal while priming. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.